Event description:
It was reported that during a roux-en-y procedure, the device misfired on the second firing and difficult to fire and clamp down on tissue. The staple line was ragged, and the staples were malformed. The staple line was over sewn with sutures to complete the case due to the staple line leaked. The patient was released in 2007. Two days later, the patient was readmitted due to pain and swelling. They were sent to the or to reopen the patient, and over sew again with additional sutures due to additional leaking at the same site as before. Patient is now at the mayo clinic. The or nurse did state that after the original procedure they fired the device 3 times, and it worked properly.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.